Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block h6: medical device problem code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the catheter was kinked at the proximal section and the control wire in the handle was severely kinked, indicating that there may have been difficulty experienced when attempting to release the clip from the catheter. Microscope examination was performed, and it was observed that the clip did not have evidence of hits in the bushing hooks and the bushing tabs were symmetric. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was observed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, it was noted that one arm was kinked and the spring in the handle was curved. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on january 11, 2021***. Note: manufacturer report# 3005099803-2020-06690 and manufacturer report# 3005099803-2020-06691 are related as both devices were used in the same patient and procedure. This report pertains to one of two resolution 360 clip devices.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in fundus of stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Reportedly, it was noted that one arm was kinked and the spring in the handle was curved. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.